Event description:
It was reported that a homechoice (hc) cassette was leaking during the priming phase of automated peritoneal dialysis therapy. The home patient (hp) was not connected at the time of the observed leak. A technical service representative helped the hp end therapy and remove the cassette. The hp indicated that there were no visible holes in the cassette, all connections were stable, and no moisture was found in the cassette door. The hp could not identify the location of the leak. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.